Event description:
Tip of the outer sheath deformed: the relay pro device was inserted using a perclose (abbott) from the left cfa. However, the relay pro could not pass through the patient's body surface. The physician incised the body surface, and the relay pro was attempted to be inserted again, but could not be inserted. Therefore, a dryseal (gore) of the same diameter as the relay pro was inserted, which was advanced smoothly. The relay pro was then inserted again and managed to be interted. However, when the relay pro was advanced to the descending thoracic aorta, the delivery system was caught by an implanted stent graft and could not be advanced. When the device was withdrawn, a hangnail-like deformation was found in the tip of the outer sheath. The relay pro was not used and was replaced with a competitor's back up device of the same size of the relay pro, which was able to be advanced smoothly. Subsequently, the procedure was completed successfully. Operation type: tevar (tc#bm220801091). Patient outcome - "no health damage."

Event description:
Tip of the outer sheath deformed: the relay pro device was inserted using a perclose (abbott) from the left cfa. However, the relay pro could not pass through the patient's body surface. The physician incised the body surface, and the relay pro was attempted to be inserted again, but could not be inserted. Therefore, a dryseal (gore) of the same diameter as the relay pro was inserted, which was advanced smoothly. The relay pro was then inserted again and managed to be interted. However, when the relay pro was advanced to the descending thoracic aorta, the delivery system was caught by an implanted stent graft and could not be advanced. When the device was withdrawn, a hangnail-like deformation was found in the tip of the outer sheath. The relay pro was not used and was replaced with a competitor's back up device of the same size of the relay pro, which was able to be advanced smoothly. Subsequently, the procedure was completed successfully. Operation type: tevar (tc#(B)(6)). Patient outcome - "no health damage."